Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had stored electrogram (egm)s for ventricular fibrillation (vf) with no therapy, atrial tachycardia response (atr), non-sustained ventricular tachycardia (nsvt) and minute ventilation (mv) sensor disabled due to signal artifact monitor (sam) episode. Review of egm indicated noise and oversensing on all channels consistent with electromagnetic interference (emi) from a procedure. Tachy therapies were noted to be off during vf events. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.